Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08642 and correct the initial report submitted on november 6, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
This supplemental report is being submitted to correct initial report. The initial report reported that the subject device was not returned to omsc for evaluation. But the subject device had be returned to olympus europa se & co. Kg (oekg), therefore ¿d9¿, ¿h3¿, ¿h6¿ and ¿h10¿ was corrected. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4) (oekg), it was found that the fixing screw on the bending tube was loose. There was no report of patient injury associated with the event.